Event description:
The patient reported: aligners are causing jaw pain. The clinician followed up with the patient to gather additional information and requested a photo. Education was provided regarding temporomandibular joint concerns. The patient has a medical history of a double-jointed jaw, with clicking when opening the mouth, as well as grinding and clenching. The patient later checked in and was advised to continue treatment. There was no further response regarding the issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.